Event description:
In reviewing two surgeon presentations it was noted that what appear to be synthes matrix rods have broken bilaterally. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is for treatment, not diagnosis. (B)(4). This report is for 2 unknown rods. Additional products: nkb, mnh kwp kwq. Investigation could not be completed, and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.